Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, during a novasure procedure, the physician experienced issues deploying the device and failed to open. There was a lot of manipulation of the devices and the patient´s uterus, thus resulting in a uterine perforation. The uterine perforation was diagnosed by hysteroscopy, at this point the procedure was converted to a laparoscopy to repair the perforation. A follow up information could not confirm if the devices had been tested outside the patient prior use.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and there were no sharp edges that may cause a perforation. Additionally, there were no signs of physical damage on the disposable. Functional testing was conducted, the disposable could open and close the array and complete an ablation as intended. However, the width dial did not provide accurate measurements. Hence, the complaint related to the array did not open, or uterine perforation could not be confirmed, but a new failure mode was identified. This observation will be monitored and trended.